Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that medicine ran into the battery compartment of a cadd-legacy® duodopa pump. The pump did not work anymore. The battery compartment was "totally black inside". The nurse noticed it when trying to change the batteries. The reporter classifies the issue as "use error". No injury was reported.